Event description:
Nurse reported that a fecal management system control was inserted into a patient; the balloon leaked and fell out of the patient. This happened twice. She reports no injury to the end user.

Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. The lot number was no provided. Therefore, we are unable to determine the specific third party manufacturing site. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.